Event description:
It was reported that the injector tore the lens. The incision was enlarged, and the lens was cut into pieces and removed from the eye. No sutures were needed. The lens was discarded.